Event description:
It was reported that during a lumbar discectomy, the cannula broke while in the patient. All parts of the cannula and the probe were removed and the procedure was successfully completed as planned.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. It was reported that the doctor was putting excessive pressure on the cannula during the procedure. The instructions for use include the warning "never bend or straighten the preferred introducer cannula. Failure to comply may result in patient injury."